Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Pir# (B)(4).

Event description:
While using a 3ml bd integra syringe, a consumer reported that the needle broke off in her arm. She went to a hospital and received an x-ray, however, the needle was not visualized.